Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back under the lifevest per his physician. The patient's physician wanted the patient to apply steroid cream to the area. Follow-up attempts were unsuccessful, the patient's medical outcome is unknown. Reporting out of caution as the patient's doctor advised using a steroid cream.